Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported during implant, there was excessive silicone on the header of the implantable cardioverter defibrillator (ICD) along with multiple abrasions on the outside of the ICD. The ICD was not used and a different one was implanted. There were no patient complications reported as a result of this event.